Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery spring inside the battery tube.

Event description:
The customer called to report a blank display when tightening the battery cap. Advised that the insulin pump would be replaced. Nothing further was reported.